Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con): information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they had been having trouble with tremors on one side. The patient reported that they had problems yesterday and today and that the patient saw their healthcare provider (hcp) to check the device settings. The patient reported that the ins was turned off on the right side yesterday when the hcp checked the patient's settings. The patient reported that when they turned on the ins, the patient felt a jolt. The patient reported that the "pulses were crazy and they could feel their fingers tingling with the pulses." The patient that this issue started a day before yesterday. The patient reported that they were not walking good, and was feeling bad. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Their weight was updated. The circumstances that led to the issues was testing the device. It was noted that checking the device resolved the issue. No further complications were reported/anticipated.